Event description:
It was reported by the patient that she was having trouble breathing and was experiencing voice alteration. Patient reported she is on oxygen due to the adverse events. No additional relevant information has been received to date.

Event description:
It was later reported that provider disabled the patient's generator due to patient having a hard time breathing. The patient was then referred to a pulmonary doctor and a heart aneurysm was found. The patient was given two inhalers and was told that her shoulder is pressing against her lung, likely from the car accident decades ago. Since vns was turned off, the patient has had 4-6 grand mal seizures. One was so intense that it broke her skull in three places. No additional relevant information has been received to date.